Manufacturer narrative:
This is the same event as 3010536692-2014-01589 this event occurred in (B)(4).

Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris (left). (B)(6).